Manufacturer narrative:
It was reported that the surgeon had troubles with the fit and positioning of the patient-specific stem. The surgeon was unable to fully seat the size 13 stem which sat 10 mm proud. He completed the surgery with a smaller stem from another vendor while still utilizing the conformis cup, liner, and head. Review of the device history record indicates that the device was manufactured to specification. The surgeon for case did not utilize the patient-specific f2 jig provided with the implant system. Failure to utilize the f2 jig can lead to improper broach positioning which will cause the stem to sit proud.

Event description:
It was reported that the surgeon had troubles with the fit and positioning of the patient-specific stem. The surgeon was unable to fully seat the size 13 stem which sat 10 mm proud. He completed the surgery with a smaller stem from another vendor while still utilizing the conformis cup, liner, and head.